Event description:
On (B)(6)2009 caller reported discrepant results compared to lab but did not provide data. Called back on (B)(6)2009 to provide data comparisons for two patients as follows: patient #1: inratio: 2.4, lab: 3.3. Patient #2: inratio: 1.2, lab: 2.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6)2009. Patient 1: inratio: 2.4, lab: 3.3, mean: 2.85, confidence limits: 1.8-4.2. Patient 2: inratio: 1.2, lab: 2.9, mean: 2.05, confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Inratio value of test 2 falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Meter was returned and testing performed. In-house accuracy test. Donor 1 ((B)(6)2009). Donor 2 ((B)(6)2009). (B)(4) retained strip: 211586p (strip lot 080801a was unavailable. Alternative strip lot was determined on data memory). Comparative sys: sysmex 560. 2 therapeutic donors. Results: see scanned table. The allowable difference between the inratio inrs and sysmex inrs are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria; no further action is required. No strip deficiency was established. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required at this time as no product deficiency was established.